Manufacturer narrative:
(B)(4). The hc device was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Event description:
A customer contacted baxter's technical service center regarding a high drain 104 / call pd nurse alarm that appeared on the homechoice (hc) display after therapy, indicating a increased intra-peritoneal volume (iipv) event. The home patient (hp) noticed that alarm when hc was turned on. The technical service representative (tsr) assisted the home patient (hp) in reviewing the programming. Cycle 4 uf = 2593ml. The hp did not report any other alarms or discomfort. The hp did not want to swap. The tsr reviewed the alarm with the hp and referred the hp to the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the caregiver (cg) regarding the alarm, it was revealed that the issue was resolved, but she did not know the cause of the alarm. The cg stated that she discussed the alarm with the nurse. The cg verified that hp did not have any symptoms. The cg stated that hp is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The reported issue of increased itra-peritoneal volume (iipv) manifested as high drain 104 alarm was confirmed based on the reported drain volumes. A cause was undetermined, this issue was investigated through a CAPA.